Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on the atrial lead was observed during follow-up in clinic. Device was incorrectly programmed and the patient underwent slow rhythm episode. Device was reprogrammed and the issue was resolved. Patient was stable.